Event description:
Drug/diluent: unknown. Fill volume: unknown. Flow rate: unknown. Procedure: arthroscopic shoulder surgery. Cathplace: shoulder. Patient alleges chondrolysis following placement of an I-flow pain pump after surgery on or about (B)(6) 2006.

Manufacturer narrative:
Method: sample not available. Results: the information contained is from legal documentation served on I-flow corporation. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". ((B)(4), rev. E). Conclusion: as this complaint was created from a lawsuit served on I-flow, no customer contact can be made at this time due to the pending litigation.